Event description:
It was reported that a 2.5mm diameter x 30mm length resolute integrity rx drug eluting stent was being used to treat a severely calcified and severely tortuous lesion in the om and left main. The lesion exhibited 98 % stenosis and had 2 acute bends. Prior to the attempted stent placement in the om, the left main and om were treated with a rotoblator and pre-dilation was performed with several semi compliant and non-compliant balloons. During attempted stent delivery the stent came of the balloon in the left main due to heavy calcium. A snare and two coronary wires were used to remove the dislodged stent successfully. A 2.5mm diameter x 18mm length resolute integrity rx drug eluting stent was then attempted; however, it came off the balloon inside the guide catheter during attempts to advance the stent. The stent dislodged due to catching on the proximal entry port of the guideliner catheter and the stent would not advance inside the lumen of the guideliner. The guide and stent were removed from the patient without issue. The devices were inspected prior to use with no issues noted. Negative prep was performed. Resistance was noted when advancing both devices. A third resolute integrity stent was used to treat lesion successfully. There was no additional clinical patient sequelae reported.

Manufacturer narrative:
Results and conclusion: (stent embolism). (Lesion morphology - severely tortuous, calcified with 98 % stenosis). (Device or procedural images not provided for review). (Device not returned). (Patient lesion morphology, heavily calcified lesion). (B)(4).